Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was monitored for 1 day and no unexpected bolus delivery was noted. Unit received with debris under display window. No cosmetic damage to case noted. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 35 mg/dl. The customer was treated with glucose tablets. The customer was experiencing low blood glucose since yesterday. The customer was admitted in the hospital. Customer's blood glucose at time of admission was 105 mg/dl when she made it to the hospital, but with 15 or 20 minutes her blood glucose dropped at 45 mg/dl. The customer stated the perceived cause of the low blood glucose was her reservoir emptied inside of her. After the troubleshooting was done, customer was advised to speak with their health care provider regarding low blood glucose. The customer was advised to monitor the insulin pump. The customer was advised that the device would be replaced.